Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred for the g6 receiver . However, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.